Event description:
It was reported that an error code was noted on the pt therapy manager. Four confirmed motor stalls were noted in the pump event log in the prior two days; all had recovered. It was uncertain what had caused the stalls. The pt experienced an underdose with vomiting. The pump contained fentanyl and prialt. The hcp planned to replace the pump. Per the rptr, "physician is concerned about the high concentration."

Manufacturer narrative:
(B) (4).